Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to sorc for evaluation. Sorc inspected the device and confirmed the following: the universal cord and video cable were dirty, due to insufficient cleaning. The adhesive at the distal end was damaged. There was an abnormality in the appearance of the connector. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the endoscope connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the entire monitor screen became black and could not be restored. There was no report of patient injury associated with the event.